Manufacturer narrative:
This product was produced before the implementation of UDI and gudid data base requirements. Product was distributed before mandate. Product has been returned to 3m (B)(4) but evaluation is still pending completion. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the changes made. The lot number as reported was subject to this change. End of report

Event description:
It was alleged a 3m¿ ranger¿ high flow disposable set had a leak at the "y" connection. The type of fluid being used was not specified. In addition there was no reported patient injury.